Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on extracorporeal membrane oxygenation (ECMO) and impella and during guide catheter insertion, the impella was accidentally pulled out of ventricle and the doctor was unable to re-advance. The staff then proceeded to do complex percutaneous coronary intervention (pci), had some pci complications that caused the case to be extremely long. After pci, the staff then tried again and again to re-advance impella, but was unsuccessful. Doctor was able to implant a new impella with success when re-insertion failed with the prior pump.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported, the root cause of the positioning issues is most likely due to the wireless re-access as the pump was accidently pulled back into the aorta and was unable to wirelessly re-cross.